Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's generator is protruding and causing the patient pain. The patient has been referred to a neurosurgery for potential revision/repositioning surgery. Per the physician, the events of pain, protrusion, and generator migration are due to the patient losing weight. Per the physician, the surgical intervention is to return the generator to its proper location and secure it to the fascia. It was later noted that the patient stated the vns might not be working. Per the surgeon, this was in reference to an increase in seizures, and the generator may be replaced during the surgery due to the increased seizures. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Per the physician, the increased seizures were noted to be below pre-vns baseline seizure frequency. The cause of the seizures was noted to be unknown. The physician assessed that the generator repositioning surgery referral was for patient comfort, and not to preclude a serious injury.

Event description:
The patient underwent generator repositioning surgery. No vns devices were replaced. The generator was successfully secured. No additional relevant information has been received to date.